Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device power module was faulty. A field service engineer (fse) found the station was not powering on, with no fan movement or response from the power supply when the switch was turned on. The power supply was identified as faulty and was replaced. After installing the new power supply, the station powered on and booted successfully. An acceptance test was completed, all tests passed, power supply fan operation was confirmed, and drawer functionality was verified with the customer, with the station operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on a black screen. The customer mentioned device was plugged into the power and also tried to unplug and re-plug, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station there were no adverse events or injuries reported based on this event.